Manufacturer narrative:
Investigation summary: no product sample was received. Two (2) photos were attached to the complaint. On photos provided is observed through packaging that catheter is connected to the port. Per photos provided, complaint is confirmed as catheter is connected to port. Manufacturing process was reviewed by multidisciplinary team. Production personnel was interviewed due defect reported, where it was mentioned that manufacturing procedure has reference images for packaging that show catheter was preconnected to port. During the process review ncmr-tij-24-1092 was opened to continue further investigation and document corrective action. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the catheter was connected to the chamber with the front part (tip). As a result, it was not usable. The catheter was already connected to the wrong end in the packaging or during production.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 9617604-2024-00775 is no longer considered reportable, please disregard any reports associated with it.